Event description:
Radiometer reference number: (B)(4). According to the complaint the hospital reported, while performing a blood gas test for a patient, after completing the test and printing the report, it was discovered that the internal clock of the abl90 flex analyzer (serial no; (B)(6) was incorrect. The correct time was 17:37 on (B)(6) 2025, but the actual displayed time was 11:57 on (B)(6) 2023. The incorrect time display caused the report time to not match the actual test time.

Event description:
Radiometer reference number: (B)(4). According to the complaint the hospital reported, while performing a blood gas test for a patient, after completing the test and printing the report, it was discovered that the internal clock of the abl90 flex analyzer (serial no: (B)(6)) was incorrect. The correct time was 17:37 on (B)(6) 2025, but the actual displayed time was 11:57 on (B)(6) 2023. The incorrect time display caused the report time to not match the actual test time. New information received on 12jun2025: the engineer reported that there was a sudden power outage at the customer's site. After the analyzer was restarted, there was an issue with time disorder. It returned to normal after being reset. The servicedump is unavailable.

Manufacturer narrative:
The radiometer investigation has found that the failure is not related to production process; however, the specific root cause remains unknown, due to insufficient information provided. It is communicated to the customer that this situation could occur and that customer is responsible to set the right date time when asked. Date time is already corrected.